Event description:
It was reported that the right ventricular (rv) lead was capped and replaced after delivering inappropriate high voltage therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2008; 4193 implantable pacing lead, (B)(6) 2008. (B)(4).